Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review could not be performed as lot number was unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: no root cause can be determined as no samples were received. Rationale: no CAPA is required.

Event description:
It was reported that the customer was "unable to read" the numbers on the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip labeling. This occurred on 3 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "customer unable to read the numbers on the labeling."